Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, patient began experiencing voiding difficulties, including urinary retention, requiring prolonged catheterization. Since being implanted with the sling, patient has endured numerous urinary tract infections, vaginal odor, vaginal discharge, blood in patient urine, and continued incontinence. The device remains in the patient. Therefore, no failure analysis is available. Without evaluating this device, company was unable to determine if the device met specifications, and company was unable to determine the specific relationship of the device to the event.